Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly during an attempt at external pacing, the device allegedly would not pace. Drug therapy was administered and the pt's rhythm converted to a perfusing rhythm. There were no adverse effects to the pt as a result of the alleged malfunction.